Manufacturer narrative:
(B)(4). Batch #: p5542f. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient¿s hospital stay extended due to the alleged issue with the device?

Event description:
It was reported that during the lobectomy, when severing the artery, after fired with the device, found the staples malformed in the middle of the staple line. The patient was bleeding, hemostasis by compression, suture was used to sew the wound. The patient is stable and in hospital now. The patient is with (B)(6), so the device was discarded and could not return.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the patient¿s hospital stay extended due to the alleged issue with the device? No.